Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an intermittent image loss. The issue occurred during preparation for use of a laparoscopic cholecystectomy diagnostic procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: image failure when pressing the buttons and three white pixels evident in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: due to failure when moving the cable near the charged coupled device. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an intermittent image loss. The issue occurred, during preparation for use of a laparoscopic cholecystectomy diagnostic procedure. The procedure was completed with another device. There were no reports of patient harm.